Event description:
A coronary drug eluting stenting procedure was performed in 2003. The physician treated a lesion in the lad with a taxus express2 2.5 x 20 mm drug eluting stent. He felt the primary result was good. No technical problems were encountered during the procedure. The following day, the pt developed chest pain with new s-t elecation in the anterior EKG leads. The pt was evaluated and thrombus was noted in the stent in the lad. Ptca was performed and the physician deployed a taxus express2 2.5 x 12 mm drug eluting stent, covering native vessel and the proximal end of the initial taxus express2 stent. The primary result was good and timi 3 flow was observed. A tirofiban infusion was initiated and continued for 24 hours. Five hours after the tirofiban infusion was discontinued, the pt again developed chest pain. Angiography again revealed thrombus in the stented segment of the lad. Angioplasty was performed. Anti platelet medications wee administered by infusion, as well as by mouth. The result was reported to be good and timi 3 flow was observed; no pt symptoms were reported.